Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.

Event description:
During the installation it was found that the segment was compressed and the movements during angulating was too hard due to tight adjustment of staycoil and angle wire. Distributor did not open the scope, but assume that it is same as all other imagina scopes: short staycoil length and collar soldering at end of it, which give no space for adjustment. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the defect parts have been replaced. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.